Manufacturer narrative:
(B)(4) returned meter evaluated with no defect found. On qc investigation on 3/22/2018 - initial complaint was not confirmed. Additional failure found. Returned test strips produced high readings. Defect found. Most likely underlying root cause of high control results are due to improper storage: vial left open for an extended period of time. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2018 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2018 produced result of e-3 upon insertion of test strip into meter port. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 12/20/2019 and open vial date is undisclosed.